Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device, however, at this time product has not yet been received. An investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. A customer reported being unable to test due to the reader not powering on with button press or test strip insertion. As a result, the customer experienced symptoms described as trembling, sweating, a loss of consciousness, and was unable to provide self-treatment. The customer's wife called emergency services (ambulance) and the customer had contact with a healthcare professional (hcp) who provided glucose intravenously as treatment for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on returned reader and no issues were observed. The reader did not power on with the button, strip, or universal serial bus (usb) cable insertion. The returned reader was connected to a computer and the reader was not recognized. Visually inspected the returned usb charger and usb cable and no issues were observed. No opens or shorts were observed. Usb charger and usb cable passed testing. Visual inspection was performed on the power adapter and no issues were observed. Load tester was used to test returned power adapter and voltage was observed to be within specification range. Power adapter passed testing. The returned reader was de-cased and visual inspection was performed on the returned reader and no issues were observed. Returned battery voltage was measured to be within specification limit. An extended investigation was performed. Visual inspection was performed on the returned reader and no issues were observed. Reader powered on with button depression but goes off with no input. The returned reader into the reader printed circuit board assembly (pcba) test fixture and pressure was applied to the central processing unit (cpu). The reader powered on and battery was observed to be charging. Date and time were set successfully. Built-in reader test was performed and all tests passed. Therefore, issue is confirmed to poor soldering of the cpu. In addition, the device history review (dhrs) for the product was reviewed and the dhrs showed the products met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. A customer reported being unable to test due to the reader not powering on with button press or test strip insertion. As a result, the customer experienced symptoms described as trembling, sweating, a loss of consciousness, and was unable to provide self-treatment. The customer's wife called emergency services (ambulance) and the customer had contact with a healthcare professional (hcp) who provided glucose intravenously as treatment for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.